Event description:
The rep reported that the system had been explanted due to an infection; a new system was placed in 2007. The drug used in the pump was baclofen. Add'l info has been requested from the physician.

Manufacturer narrative:
.